Event description:
On (B)(6) 2009 - customer reported fluoro was intermittently not available during the procedure. The procedure was completed and there was no reported injury to the pt.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.